Event description:
It was reported by service report that the power cord and power inlet filter were damaged. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Inlet filter.